Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b3 (date of event), block b5, h6 (patient code) and h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was unable to separate from the catheter to deploy. Reportedly, the clip was torn off the tissue, and the scope was removed from the patient. It was noted that the clip was then fell off. The procedure was completed with two more resolution clip devices. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine. ***additional information received on september 29, 2020*** it was reported that the procedure was performed on (B)(6) 2020. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was unable to separate from the catheter to deploy. Reportedly, the clip was torn off the tissue, and the scope was removed from the patient. It was noted that the clip was then fell off. The procedure was completed with two more resolution clip devices. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine. It was reported that the procedure was performed on (B)(6) 2020. There were no patient complications reported as a result of this event. It was reported that the correct procedure date was on (B)(6) 2020.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. However, a separate clip assembly was returned, but it did not appear to be a boston scientific component. It was observed that the blue grip was returned separated from the over-sheath. The over-sheath had the correct dimple mark and no signs of visible failures. The catheter was kinked at approximately 222 cm from the distal end of the bushing. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was unable to separate from the catheter to deploy. Reportedly, the clip was torn off the tissue, and the scope was removed from the patient. It was noted that the clip was then fell off. The procedure was completed with two more resolution clip devices. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine. ***additional information received on (B)(6) 2020*** it was reported that the procedure was performed on (B)(6) , 2020. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) , 2020*** it was reported that the correct procedure date was on (B)(6) , 2020.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b3 (date of event), b5 (event date)

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was unable to separate from the catheter to deploy. Reportedly, the clip was torn off the tissue, and the scope was removed from the patient. It was noted that the clip was then fell off. The procedure was completed with two more resolution clip devices. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine.